Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath, the angio-seal device did not advance in the middle of the insertion sheath. Therefore, the device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. There was no health damage to the patient. The procedure before deploying the device was an ais procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There were no other devices or equipment being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One used 8fr angio-seal sts plus was returned for product evaluation. The carrier tube assembly, arteriotomy locator and hemostasis sheath were returned. Visual inspection revealed a blood like substance was found on all returned components. The arteriotomy locator was found bent at blood inlet holes. There were kinks noted near the tip of the hemostasis sheath. The bypass tube was detached from the carrier tube assembly and found to be properly seated in the hemostatic valve of the sheath. The dried bloodlike substance was found on the collagen and it appeared to be released from the tube and expanded as evidenced by the enlargement of the manufactured slit. At the distal tip of the collagen, the anchor could be seen fully exposed. The deployment sleeve of the carrier tube was in full forward lock position. Also, two kinks were observed at the hub of the device cap (deployment sleeve). No other visual anomalies were noted. Dimensional testing was performed. The outer diameter of the carrier tube was 0.102" and found to be within the manufacturer's specification. No functional testing was possible with the returned carrier tube assembly since the anchor and dried collagen was exposed. A new carrier tube assembly was obtained to check any insertion difficulty while inserting into the returned sheath. The carrier tube assembly was inserted into the sheath. Upon insertion, resistance was felt due to the kink on the sheath, however the carrier tube was able to pass through the inner lumen of the sheath with some force. The anchor and the distal tip of the carrier tube were exposed from the sheath. The hub of the sheath and the deployment sleeve was completely snapped together and properly fitted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the bypass tube did not adequately allow the collagen to pass through the hemostatic valve. Possible causes for the collagen had expanded due to being exposed to blood prior to deployment or dislodgement of the bypass tube during the insertion of the carrier tube assembly into the hemostatic sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.